Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the screen remains frozen. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Touchscreen functionality was tested and abnormal touchscreen functionality was observed. Touchscreen sometimes does not respond to physical touch which can be perceived as the display freezing, and the screen is also activated without physical touch in the presence of emi or liquids. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported the screen remains frozen. No consequences or impact to patient were reported.